Event description:
It was reported that an edwards aortic bioprosthetic valve was explanted at implant because the surgeon saw significant leak at the time of implant. The valve was excised and a new valve was implanted." Operative report indicates, "the patient is a (B)(6) male with a long history of known aortic stenosis...[the edwards valve was implanted]...after weaning from cardiopulmonary bypass, an intraoperative tee showed what appeared to be a leak through the valve itself. There was no evidence of perivalvular leak, but rather it appeared to be a rather significant intra-valvular leak. Asked one of the other cardiac anesthesiologists to come in and look at the echocardiogram as well, and he also agreed that this appeared to be a central leak, which was dramatically larger than one would normally see with an edwards valve. I decided that the valve needed to be replaced." Records also indicate, "his postoperative course has been largely asymptomatic with the exception that he had rather severe heart block after surgery requiring a pacemaker on the 4th postoperative day. After pacemaker implant he has been ambulatory. He has been tolerating a regular diet."

Manufacturer narrative:
Evaluation method: device return expected, but not yet received. The intraoperative echo imaging has not yet been provided, therefore, the device performance in vivo cannot be evaluated. Moreover, the explanted device has not yet been returned for evaluation. Device evaluation results (if any), manufacturing review, and edwards conclusions will be reported once completed.

Manufacturer narrative:
Device evaluation: as received the valve exhibited heavy distortions due to mechanical damage. A cut was noted in the sewing ring along leaflet 3. Commissure 3 appeared to be pushed inwards, evident in the x-ray. This led to wavy appearance of the free margins of leaflets 2 and 3. Similarly commissure 2 appeared to be pushed in as well. Commissure 1 was exposed at the outflow aspect due to cuts in the sewing fabric. Considering the severity of the deformation of the wireform and the valve, r&d determined it is not feasible to perform functional evaluation on this particular valve. Additional manufacturer narrative: the performance of the valve in vivo cannot be evaluated, as no echocardiography imaging was provided. As stated, the returned valve showed significant stent and leaflet distortion which may have caused or contributed to the reported central leak leading to this explant. It is unknown how the exhibited distortions occurred, however, highly unlikely to have passed the edwards manufacturing inspection. Per the surgeon's statement "decided to use a medtronic hancock ii valve, as it has a narrowing device in order to pull the struts away from the aortic wall", it is possible that the reason for this explant is related to a procedure sizing issue and/or certain patient aortic annulus pathology. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The available information suggests nothing to indicate a device quality deficiency that may have caused or contributed to this event.